Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report # 9610816-2016-00192 was submitted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor was displaying a spo2 value of 92-93%, then the patient turned blue. The users realized that the patient was intubated in the stomach so there was inadequate intake of oxygen. According to the customer, the device did not alarm regarding the decrease of spo2 value instead of the insufficient intake in oxygen. The patient experienced a cardiac arrest and died.